Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 85% stenosed lesion was located in a severely tortuous and moderately calcified proximal circumflex artery. The lesion was predilated with a 1.5mm maverick2 balloon and a 2.5mm maverick2 balloon. As the physician was advancing the 2.5x16mm taxus liberte' stent into the pt, the shaft broke. The entire device was retrieved without difficulty and the procedure was completed with another 2.5x16mm taxus liberte' stent. No pt complications occurred. Pt status is satisfactory.